Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported that approximately two hours into the patient¿s hemodialysis (hd) treatment, blood clotted in the bloodline causing patient blood loss. The biomed reported that the issue was thought to have been caused by user error. The nurse overfilled the venous chamber on the bloodline, which resulted with blood backing up/leaking into the transducer line and a clot forming. The machine, a fresenius 2008k2 machine, alarmed appropriately with an arterial pressure alarm, venous pressure alarm, and a low transmembrane pressure (tmp) alarm. There was no damage observed to the tubing or the packaging of the product. The patient¿s estimated blood loss (ebl) was approximately 300cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment with new supplies on the same machine. The complaint device is not available to be returned to the manufacturer for physical evaluation as it was discarded at the user facility.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed, therefore companion samples are not available for evaluation. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.